Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated concomitant device list h3, h4, h6: a device history record (DHR) review was conducted: part # 314.743, synthes lot # 5867802, supplier lot # 15687-01, release to warehouse date: 19 sep 2018, supplier: (B)(4). No ncr's were generated during production. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft-minimum 520 mm length for use with ria (part # 314.743) was received at us cq with the distal tip broken and shaft was slightly bent. This is consistent with the reported complaint condition, thus confirming the complaint. Us cq also received the ria shaft tube,guide wire and reamer head with two piece of broken shaft stuck within it as a concomitant device. Dimensional inspection: the applicable dimension, the hexagonal tip width and length of shaft, was unable to be measured due to post-manufacturing damage. Document/specification review: the relevant drawings, reflecting the current and manufactured to revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Overall this complaint is confirmed. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal shaft of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unk - reamer head: trauma (part # unknown, lot # unknown, quantity #1), unknown - screws: locking: trauma (part # unknown, lot # unknown, quantity # 1); ria tube assembly for 314.743 (part # 314.746s, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2-additional product code hrx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 04/04/2019: updated event description: it was reported that on (B)(6) 2019, during a removal and correction in a right femur retrograde nail procedure, the right femur had a lateral locking plate with short locking screws to hold fixation. When they started remain the reamer head caught against the locking screws and damaged the ria shaft inside the plastic tube. The reamer / irrigator / aspirator(ria) shaft was broken. All items were captured inside the tube. Procedure was successfully completed. It is unknown if there was surgical delay. Patient status/outcome are unknown. Concomitant device reported: ria tube assembly min 520mm (part #314.746s, lot # unknown, quantity #1), unk - guide/compression/k-wires: trauma (part # unknown, lot # unknown, quantity # 1), unk - reamer head (part # unknown, lot # unknown, quantity # 1 & unk- screws: locking: trauma (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a removal and correction of a right femur retrograde nail procedure, the right femur had a lateral locking plate with short locking screws to hold fixation. When the procedure started, the reamer head caught against the locking screws and damaged the ria shaft inside the plastic tube. The reamer / irrigator / aspirator(ria) shaft was broken. All items were captured inside the tube. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unk - reamer head: trauma (part # unknown, lot # unknown, quantity #1), unknown - screws: locking: trauma (part # unknown, lot # unknown, quantity # 1). This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).